Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 275 mg/dl and 111 mg/dl on the compact system. Reporter indicated that pt took no action based on these results. No pt injury was reported and no treatment was rec'd. Reporter did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the compact system. Technical support requested the return of the suspect product and replacement product was shipped.